Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during use implantable pacing lead (ipl) dislodge occurred. As a result, pacing threshold increased, no capture, and intermittent capture observed. Diagnostic testing and troubleshooting performed with output change, and no pacing failure and twitching detected. Adjustment to ipl settings performed and lead remained in use until revision procedure. Ipl revision procedure performed and threshold and sensing values noted as stable. The ipl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.